Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump and vacuum pump exhaust filter were replaced to resolve the smoke/haze and odor/smells issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of a "smoke" or haze emitting from the sterrad® 100s sterilizer and a ¿smell of metallic¿. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze and odor/smells issues, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze and odor/smells issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The parts were not available for return and further analysis. The assignable cause of thesmoke/haze and odor/smells issue is the vacuum pump and vacuum pump exhaust filter. The field service engineer replaced these parts and confirmed the sterrad® 100s sterilizer was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).